Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon received shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the patient's ICD delivered anti-tachycardia pacing (atp) therapy inappropriately after failing to identify supraventricular tachycardia (svt). Programming changes were made. The patient was stable.